Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a significant map shift occurred. It was reported that after initially inserting the farawave¿ pfa catheter into the body, it was noticed that there was a significant map shift on the carto 3 system. The caller reported that there were no errors displayed on the carto 3 system, and there was no patient movement or cardioversion. The caller reported that the farawave¿ pfa catheter was visualized completely outside of the right atrium. The lasso catheter was re-inserted into the body, and they performed a re-map with the lasso catheter. After completing the re-map, the map shift issue had improved, but it was not fully resolved. The procedure continued with the same issue persisting. After the procedure completed, the carto 3 system patient interface unit (piu) and workstation were both rebooted, and the patch unit box was replaced. The caller was unable to confirm if this has resolved the issue at this time.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a significant map shift occurred. It was reported that after initially inserting the farawave¿ pfa catheter into the body, it was noticed that there was a significant map shift on the carto 3 system. The caller reported that there were no errors displayed on the carto 3 system, and there was no patient movement or cardioversion. Device evaluation details: the biosense webster inc field service engineer (fse) confirmed that the issue was resolved by replacing the faulty patch unit with another one that was delivered to the customer. The suspected patch unit was not sent to the manufacturer for investigation because it was scrapped by the technical service (ts). The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #10219 was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the carto3 system s/n: 10219 , and no internal action related to the reported complaint condition were identified. The complaint investigation results will be used for monitoring and detecting statistical signals per complaint trending and signal detection process. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 2-feb-2025, the h6. Component code previously reported in the 3500a supplemental (follow-up) medwatch report #1 was corrected from part/component/sub-assembly term not applicable (g07001) to hub (g02021). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).